Manufacturer narrative:
Photos were taken of the sample and were compared to the kraft brown paper. The sample from the complaint was eo sterilized, but it still seems identical to our kraft paper sample. Please see attached photos. The circled sample is of our kraft brown paper. The manufacturing lot traveler was pulled and reviewed for lot 603267. All information on the traveler indicates that the product was produced within specifications. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Some particles (like insect legs) have been noted on the steriles strips. No clinical consequence for the patient.